Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting the shock impedance and options to monitor and/or address the impedance. When patient was brought into the office to check the lead it exhibited a high but constant shock impedance of 124 ohms. Cause of the gradual increase in impedance was not determined. Physician decided to continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting the shock impedance and options to monitor and/or address the impedance. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Normal lead resistance measurements and inspection showed no conductor issues on the segment of lead returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating out of range shock impedance measurement. Boston scientific technical services (ts) discussed troubleshooting the shock impedance and options to monitor and/or address the impedance. When patient was brought into the office to check the lead it exhibited a high but constant shock impedance of 124 ohms. Cause of the gradual increase in impedance was not determined. Physician decided to continue to monitor the patient. The lead and its system were explanted at an unknown date approximately four years later and returned to boston scientific. No adverse patient effects were reported.